Event description:
It was reported that patient complained of pain and instability. Intraoperatively, the lateral femoral condyle on the femoral component was fractured.

Manufacturer narrative:
An event regarding the fracture of an unknown femoral component was reported. The event was not confirmed. A visual, dimensional, functional, or material analysis could not be performed as the devices were not returned for evaluation. Also no medical records were received for evaluation. A review of the device history records could not be performed as the product lot number was not provided. The investigation concluded that the exact cause of the event could not be determined because further information is needed. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
It was reported that patient complained of pain and instability. Intraoperatively, the lateral femoral condyle on the femoral component was fractured.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown hinged howmedica femur. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.